Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. The customer experienced symptoms described as hypoglycemia, a loss of consciousness, and "fell and hit the floor with their head". The ambulance was called and upon arriving, first responders took a glucose result of 4 mmol/l and diagnosed with hypoglycemia and administered glucose intravenously for treatment. Then the customer regained consciousness and was taken to the hospital and due to head injury requiring administration of pain killers and applied a bandage. The customer was hospitalized for overnight for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11/224/227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Cntr_pot_high in the otp (one time programmable memory) event log is an indication that returned sensor was terminated due to high counter potential voltage. Functionality test will be performed to determine if the sensor is fully functional and have any counter voltage issues. Sensor was activated with known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. The customer experienced symptoms described as hypoglycemia, a loss of consciousness, and "fell and hit the floor with their head". The ambulance was called and upon arriving, first responders took a glucose result of 4 mmol/l and diagnosed with hypoglycemia and administered glucose intravenously for treatment. Then the customer regained consciousness and was taken to the hospital and due to head injury requiring administration of pain killers and applied a bandage. The customer was hospitalized for overnight for further observation. There was no report of death or permanent impairment associated with this event.